Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Additional information was received from the field service engineer on (B)(6) 2016. The engineer performed an onsite investigation and determined that the operator was not waiting for the "save" icon to disappear prior to attempting another save, or other action, resulting in the customer's reported issue. The need to properly wait until the "save" indicator has disappeared indicating completion the save was reiterated to the customer. There is no evidence of a reportable malfunction related to this event.